Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the airway during a tracheal stenosis procedure performed on (B)(6) 2022. During preparation, the distal end of the balloon was noted to be leaking liquid. The procedure was completed with another cre pulmonary dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was noted that the balloon had been pre-tested prior to use in the patient. Note: the instructions for use (IFU) indicate not to pre-inflate the balloon.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leak. Block h10: investigation results: the returned cre pulmonary dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 14mm from the tip. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. It is possible that factors encountered during the preparation, it can be due to interaction with any surface during the preparation could create friction on the balloon, causing the problem of leak during the preparation. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was stated in the instructions for use (IFU) that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the airway during a tracheal stenosis procedure performed on (B)(6) 2022. During preparation, the distal end of the balloon was noted to be leaking liquid. The procedure was completed with another cre pulmonary dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was noted that the balloon had been pre-tested prior to use in the patient. Note: the instructions for use (IFU) indicate not to pre-inflate the balloon.